Event description:
Patient was undergoing a cardiac intervention in the cardiovascular lab (cvl). The stent in question was inserted into the vessel and didn't cross the lesion. The stent balloon was removed undeployed. Then a visual inspection of the stent balloon showed that the stent had disloged from the balloon. The physician looked on x-ray, and he visualized the stent in the vessel. The stent was still on the interventional guidewire, and a decision was made by the physician to place a new balloon into the vessel and expand the stent in place. A balloon was inserted and the stent was expanded.